Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a lung biopsy procedure performed on (B) (6), 2009. According to the complainant, during preparation, the radial edge biopsy forceps was inspected and found to be free of defects. The physician obtained the first biopsy sample and withdrew the jaw. The nurse put the sample in the jar and cleaned the device in some sterile water. The nurse then noticed that the device jaw was broken. No more samples were taken. The site further indicated that the scope presented with an inner leak during sterilization, which was attributed to the device failure. There were no pt complications reported as a result of this event. Additional info provided by the site indicated that no resistance was encountered during insertion of the device into the scope and there was no difficulty opening or closing the jaws. There was no detachment of the jaws which remained intact. It is unclear as to where the device was broken.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).